Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d1, g2. Revert d8 field to blank. The fiber-optic (fo) sensor failure alarm was initially troubleshot by reviewing the help screen and reseating the fo cable multiple times with proper alignment. When the alarm persisted, the patient was transitioned to a different cardiosave console, which resolved the fo sensor failure. Normal waveforms and blood pressure indices were confirmed. The affected cardiosave console was removed from clinical use and planned to be sent to biomedical engineering for evaluation. Product surveillance information was collected, technical support contact information was provided, and internal stakeholders were notified. No patient harm was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(type of investigation).

Event description:
It was reported through an emergency support program that the sensation plus 8fr. 50cc iab with accessories, us only had fiber optic sensor failure during use. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - h6 (type of investigation)

Event description:
N/a